Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during a case on this (B)(6) patient, when the surgeon was impacting the humeral liner, the impactor tip snapped in half and fell to the ground. No parts or pieces fell into the wound. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
(H3) based on historical complaint investigations and the returned device, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the device may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.